Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the encor biopsy probe was returned for evaluation. The probe appeared clean and foreign material appeared on the tip of the aperture and cutter. No other anomalies were identified during visual evaluation. The sample device was examined further under the microscope and foreign material was found to be on the aperture and cutter of the probe. Therefore the investigation is confirmed for the reported device contamination issue. Two electronic photos were provided for review. The first photo shows one encor probe needle. Plastic pieces were noted within the aperture and the second photo shows label. Based on the photos reviewed, the investigation can be confirmed for the reported device contamination issue. The definitive root cause could not be determined based upon the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 07/2021), g4. H11: h6 (results, conclusion). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device probe allegedly contaminated. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation; however a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device probe allegedly contaminated. The procedure was completed using another device. There was no patient contact.